Event description:
It was reported the patient's blood glucose level rose to 25 mmol/l (450 mg/dl) while wearing the pod for less than 1 hour. The pod was leaking insulin. As treatment, the patient gave a manual injection of 5 units of insulin.

Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. During fluid path testing, fluid was observed to be leaking from the tear. The timing and cause of this soft cannula damage could not be determined. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found.